Manufacturer narrative:
(B)(4).

Event description:
Following implant, the pt never had therapeutic effect. One month after implant, the pt was in a car accident. No diagnostic testing was done to determine if the catheter was dislodged. In (B)(6) 2009, the pt was still not having a therapeutic effect and the pt had acute pain. At that time, the pt had relocated and was looking for another physician to manage his pump. As of (B)(6) 2010, the pt was still having problems with his implanted system. The pt was continuing to look for a physician to manage the pump. As of early (B)(6) 2010, the pt had increased pain and was taking oral medications. The pain had spread throughout his foot and into his ankles. No diagnostic studies had yet been done. The device system was used to deliver morphine. Additional info had been requested, a follow-up report will be sent if additional info becomes available.